Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump was completely dead, the display was flashing white light, delivery was not working and pump received critical pump error alarm. The customer¿s blood glucose level was 224 mg/dl. The customer reported the blank display was for less than 30 seconds and even after restarting the pump the display did not return. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error noted in the pump history and critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No blank display noted during testing. Unit was received with cracked case along the side of the battery tube, scratched case and minor scratched lcd window.